Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The caller acknowledged and understood the instructions.